Event description:
It was reported that pump displayed non-resettable malfunction alarm code 6 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts confirmed shipping details and arranged replacement pump, instructed customer to place malfunctioning pump in storage mode and return it using prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.